Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received lower sensor scan result of 53 mg/dl compared to blood glucose readings obtained on a competitor's brand meter of 501 mg/dl. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was 9 days. As a result, the customer experienced symptoms described as ¿abdominal pain, disease, vomiting¿ and was unable to self-treat. The customer reported unspecified treatment from healthcare professional due to this issue. There was no report of death or permanent impairment associated with this event.